Event description:
The recipient reportedly experienced decreased performance and sound quality issues. Programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the array was severed prior to receipt, as well as tool damaged to the top cover. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical test performed. The scanning electron microscopy (sem) analysis revealed corrosion on some electrodes. This is due to the presence of moisture residing within the electrode pocket, which can be attributed to electrode shorts. The device passed the mechanical test performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.